Manufacturer narrative:
The device history review (DHR) is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. The device was returned for evaluation. Visual and functional tests were performed. There was no physical damage noted. The reported problem was duplicated. He root cause of the reported issue was found to be defective main board, which was replaced. If the initial reporter also sent report to FDA is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device showed "eeprom csum" error. No patient injury was reported.